Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device could not hold cutter devices was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had holes near the muffler area, the red indicator line was missing in the muffler, the device was operating with safety engaged, the rotational speed of the device was below the minimum acceptable rotations per minute (rpm), power broken locking components, and the vanes were worn. It was further determined that the device failed pretest for hose verification assessment, muffler tube verification, loctite assessment for housing swivel and modified set screw, safety assessment, and rotational speed assessment. The assignable root cause of these conditions was determined to be traced to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from (B)(6) that motor device did not hold cutter devices. During in-house engineering evaluation it was observed that the device was operating with safety engaged, and had insufficient/low power. It was further determined that the device failed pretest for safety assessment, and rotational speed assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.